Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawers were offline and ghost cubie in position 03-15. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01 may 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. The technical support specialist (tss) reached out to tier 2 support to assist with removing the ghost cubie, and successfully completed the removal, resolving the issue. The case was kept open for one week to monitor the recurring drawer offline problem. The drawers went offline again despite the adapter card being visible and configured, but after rebooting the machine, the drawers came back online. The system functioned as intended after the technical support specialist troubleshot the device.